Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the chest incision site following a stitch abscess. Physician brought the patient into the operating room, irrigated the chest pocket with antibiotic solution, debrided the erosion site, re-sutured, and closed. Intraoperative antibiotics were administered, and the patient will continue antibiotics postoperatively.